Event description:
It was reported that an infusion set was leaking at site on (B)(6) 2026.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted event date under b3, describe event of problem under b5, common device name under d2, model number, serial number, lot number, primary unique device identifier (UDI) number under d4, PMA /510(k) number under g4, imdrf clinical signs and imdrf health impact under h6. Additional information - this MDR is being submitted to include the below: d4: expiration date. H4: manufacturing date. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that an infusion set was leaking at site on (B)(6) 2026. Additionally patient also reported small lumps and scar tissue at site.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.